Event description:
Upon unpacking shipment, a crack was noticed in a canister.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009